Event description:
The complainant stated that the left coiled cable has been cut and he can see bare metal wires. He thinks the cable rubbed against the left head caster.

Manufacturer narrative:
The account replaced the coiled cable to repair the bed.